Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. There was a collapse/buckling/depression/scratch/cut/wrinkles of the insertion section due to stress. There was deterioration or breakage of the adhesive on the bending section due chemical stress/physical stress. The connector and control body had deformation or breakage due to physical stress (handling problem). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the scope connector label peeled off the endoeye flex deflectable videoscope. No patient harm reported. During the evaluation of the device, it was noted there was a color tone abnormality due to a damaged charge-coupled device. This report is to capture the reportable malfunction of the color tone abnormality due to a damaged charge-coupled device noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely the defect of image sensor unit or failure of internal board of video connector or the system caused the event. Olympus will continue to monitor field performance for this device.